Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that the device displayed an "internal comm failure - 1474" message and intermittently the pip button would not work. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction of "internal comm failure - 1474" was not replicated or confirmed. The reported malfunction of "pip button would not work" was attributed to the pushbutton board. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.